Event description:
It was reported that the patient presented to surgery on (B)(6) 2003 with c5-6 disc herniation with myelopathy. The patient underwent a procedure for anterior cervical discectomy at c5-6 followed by implant of artificial cervical disc. Approx. 57 months post-op, the patient reported an episode of bilateral upper arm pain, numbness and tingling. At the 60 month post-op evaluation, the patient stated her symptoms resolved with getting a massage within minutes of onset and have not recurred. Treatment included massage. The investigator noted this event was possibly related to the prosthesis since it could be radicular, but not likely. The outcome of this event is considered resolved. Approx. 81 months post-op, the patient had episodes of bilateral tingling and numbness of her arm that occurred 1-2 times per month and lasted for 1-2 minutes. The investigator noted that the arm problems completely resolved in 1-2 minutes with gentle massage. No diagnostic procedures were performed. The investigator noted that there was bilateral facet hypertrophy at c5-c6 on the lateral film, and osteophytes measured 2.7mm from c6 posteriorly and 1.9mm off of c5. The c4-c5 and c6-c7 levels looked fairly normal. The investigator noted this event was possibly related to the prosthesis, as the patient "has persistent motion at level, allowing natural osteophyte formation". Approx 104 months post-op, this adverse event stopped. Approx 104 months post-op, the patient began experiencing left shoulder pain and right arm numbness. The left shoulder pain and right arm numbness "happened all of a sudden". Treatment included vicoprofen, every four hours. No diagnostic procedure was performed. At the 120 month post-op evaluation, the patient probably had a cervical disc herniation in the level below the disc arthroplasty (in accordance with the history and examination). An MRI was ordered. The investigator noted this event was possibly related to the prosthesis, as the patient had neurological symptoms possibly at the level on adjacent segment. The outcome of this event is considered pending.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation.